Event description:
The customer reported a system shutdown during case when interconnect cable was lifted over bovie. System shutdown one more time when c-arm was moved closer to patient. Site was able to complete case.

Manufacturer narrative:
The service rep tested the interconnect cable and checked for broken wires. He tore apart the lemos connection and verified no shielding had penetrated interconnect cable wires and reassembled lemos plug. The interconnect cable was ordered due to overall wear on existing cable. A rep replaced the interconnect.